Event description:
The collimator box appeared to be loose. The field service engineer found loose screws holding the collimator ring on the tube.

Event description:
Caller reported performa/nano results: 06.07 pm - 65 mg/dl, 06.04 pm - 234 mg/dl, and 06.03 pm - 90 mg/dl. Results while fasting and without insulin 2 hours before. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).